Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully resumed insulin therapy without needing further troubleshooting steps, and the issue was resolved.